Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was not able to replicate the event. Upon follow up, the company representatives were unable to get back in contact with the customer. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 15, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. Corrected information provided in e.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. Corrected information provided in e.1. The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating the system was able to be rebooted after 51 seconds of being off. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with power loss and entered backup mode. When power was restored, the screen showed recovery in progress. In the middle of the recovery, the system shut down completely . The patient experienced a soft eye. Additional information has been requested but none has been received.